Event description:
This is the same case and patient as MFR report # 3005099803-2011-04045. This report pertains to the first of two devices. It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a procedure. According to the complainant, the device broke during the procedure. It is unknown how it broke or exactly what part of it broke. The physician completed the procedure with another obtryx halo sling system but the patient's condition at the conclusion of the procedure is unknown. All other information is unknown and reportedly unavailable.